Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned page.

Event description:
Healthcare professional reported approx two months after injection with unspecified juvederm voluma in the "cheeks right below the middle of the eyes" and juvederm volift with lidocaine in the "corners of the mouth" pt was injected with juvederm volift with lidocaine in the marionette lines and developed "normal swelling." Approx 5-6 days after injection, "swelling [had] not subsided" and the pt developed "a swelling, bulge on one side, 2cm [in] diameter." Pt was treated with heracillin and "the swelling subsided and seemed ok.' Four days later the swelling returned and "spread on the whole lower lip" and the cheeks where the pt had been injected with juvederm voluma became sore and swollen. Pt was prescribed prednisolone, zyrlex, and dalacin. These treatments were considered not successful. The pt also self-prescribed hirudoid cream; they indicated this "reduced the swelling somewhat." Pt is scheduled to be reviewed by their healthcare professional and receive treatment of hyalase. The healthcare professional believes, given the symptom presentation, the pt developed "an inflammatory reaction around the filler for unk reason."